Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump alarmed during the self test due to a faulty component on the radio frequency board. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test. The blood glucose reading was 70 mg/dl. The customer was advised to remove the reservoir, perform a rewind and program a manual bolus into the air. The bolus amount was recorded in the bolus history. The customer reported that a temp basal was not programmed before the alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.